Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first band was deployed successfully; however, the trip wire broke upon deploying the second band. The device was removed from the patient and the procedure was completed with the first band of this device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of trip wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.